Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported on social media by the patient that the patient had experienced some mild discomfort when raising their arm. The patient indicated that the pacemaker has moved along the collarbone and is creating more pain that was noted to be severe and intense. The patient indicated that have spoken to a physician about relocating the device and was looking to have a procedure performed. No further patient complications have been reported as a result of this event.